Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d1 crt-d, date of implant (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). It was further reported that the patient was currently in hospice care and that a magnet was currently in use over the implanted cardiac device to suspend detections. There was no further information available as to what conditions were specifically triggering the lia. The lead remains in use. No patient complications have been reported as a result of this event.